Manufacturer narrative:
H10: the customer replaced the display to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that during patient set up, the unit powers on and starts to ventilate but the screen is blank. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that the screen will need to be replaced. No repairs were completed by the field service engineer as the customer declined service and repair. The customer is requesting to cancel onsite service, states he will handle repair on his own.